Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. X-ray imaging was performed and revealed the device had migrated slightly in the pocket which had put tension on the ra lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.